Event description:
It was reported to philips that the system crashed and after a reboot was attempted, the system was unable to boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned congenital and structural heart treatment was completed with a delay of less than 20 minutes by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the host pc was not functioning. To resolve the issue, fse replaced the host pc and returned it to philips for further analysis. The analysis of host pc confirmed that the malfunction was due to the power supply unit failure as the s61 - unit non-functional or dead with no power. However, after the replacement of host pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.